Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that by using the manipulator, the surgeon made a knot with the gryphon proknot anchor (unk) as peer surgical technique. When he held the knot with the manipulator, the suture snapped. Next, he used a replacing gryphon br (unk) and made a knot. However, the suture snapped again when it was held by the manipulator. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Additional narrative: (510k): this report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic bankart repair procedure to treat a dislocation of the shoulder on (B)(6) 2021, it was observed that the suture snapped when it was held by a knot manipulator device to make a knot with an unknown anchor device. The unknown anchor device was left in the patient due to suture breakage. Another unknown anchor device was used as a replacement and inserted into a new burr hole to make a knot but the suture snapped again when it was held by the manipulator. One of the two sutures on the second unknown anchor device was broken, but the other one was used for suturing. The procedure was completed with less than 30 minutes of delay. The status of the patient post-surgery was unknown . The devices were brand new and their first use when the issue occurred.